Event description:
A customer reported receiving imprecise readings on their precision xtra/optium blood glucose meter. The customer reported obtaining the readings of 330 mg/dl and 87 mg/dl. The blood tests were performed within a ten minute timeframe. When plotting the readings against the average on a parkes error grid, the results fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no third party medical intervention reported. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter. The complaint is under investigation and a follow-up report will be filed once the investigation is complete.